Event description:
Physical damage. Dr01 - door assy- door cover damage. Dl02 - door latch assy- latch damage. Bz01 - bezel assy- body damaged/cracked. Ai04 - ail sensor assy- damaged/cracked. Cz02 - case rear- damaged/cracked. Iu02 - iui- contamination. Ai04 - ail sensor assy- damaged/cracked. (B)(6) 2018 12:58:43 (B)(6) approved by __(B)(6). Shipping & billing address confirmed. There was no patient involvement. (B)(6) 2018 10:06:40 (B)(6).

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 19nov2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 19nov2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Physical damage, door assy- door cover damage, door latch assy- latch damage, bezel assy- body damaged/cracked, ail sensor assy- damaged/cracked, case rear- damaged/cracked, iui- contamination, ail sensor assy- damaged/cracked. (B)(4).